Event description:
It was reported that a patient underwent an unknown spinal procedure. It was reported that the screw threads broke while tightening the screw. Reportedly, the screw was removed and a new one was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the damages of the setscrews are consistent with the cross-threading of the setscrews. Cross-threading may happen when the surgeon tries to engage the setscrew on the bone screw head once pushing the rod with the setscrew. No deviation or non-conformance has been recorded for this lot number.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.